Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, customer loaded a new cartridge and received an accurate fill estimate. Customer's blood glucose level was not impacted.